Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the ins had been moving around for at least 2 days and was very noticeable. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that since they had the ins implanted, they were in a lot of pain and after a month their hcp informed them that the wires were bent so they tried to fix it but the 2nd time, the wires bent again "including the whole chip" (agent was not sure what the patient meant by chip). Patient mentioned going to 2 different doctors and got the ins moved to a different location and after that they no longer were feeling pain.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the leads was noted to be twisted several times was not determined. The most likely cause of the event was due to the patient likely fidgeting with the device though they denied. When asked about the steps taken to resolve the issue, the battery revision/replacement of tyrx envelope. The patient with persistent discomfort so planned for removal on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34npj, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34npj, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Sending correction for g2 report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause or contributed to the ins moving around was upon opening up the pocket during revision, lead was noted to be twisted several times consistent with twiddler syndrome and suspected patient was playing/moving the battery. The steps taken to resolve the issue was that revision/placed tyrx neuro absorbable antibacterial envelope. The issue was not yet resolved and further action would be taken by contributing to monitor patient's report, doing better but not yet.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34npj, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.